Event description:
An error message was reported with the abbott diabetes care (adc) device. The customer received "replace sensor" error message and was unable to obtain glucose readings. As a result, the customer experienced symptoms described as ¿trouble concentrating, trouble speaking, blurry visions¿, and loss of consciousness. The customer¿s partner only monitored the blood sugar levels until the customer regained consciousness. No third-party treatment was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the returned sensor patch. Data was extracted from the returned sensor patch using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21). Visual inspection was performed on the sensor plug and no failure modes were observed. De-cased the returned sensor and no issues were observed on printed circuit board assembly. The returned battery was measured and results were within specification. Therefore this issue is confirmed to brownout reset. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been returned and investigation is in process. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. The date of event is unspecified. The date entered in section b3 is based on the customer¿s report of ¿second loss of consciousness sometime in (B)(6) 2024. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. The customer received "replace sensor" error message and was unable to obtain glucose readings. As a result, the customer experienced symptoms described as ¿trouble concentrating, trouble speaking, blurry visions¿, and loss of consciousness. The customer¿s partner only monitored the blood sugar levels until the customer regained consciousness. No third-party treatment was provided. There was no report of death or permanent impairment associated with this event.